Event description:
It was reported that an unknown malfunction occurred on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and the evaluation has been completed. An event history log review discovered several occurrences of the ¿battery powered¿ message which would indicate that the device switched from ac power to battery power. However, no additional keystrokes, programming, or use related events were found in the logs. No abnormalities were noted during internal/external inspections. The device was found to be operating noisily, but no nonconforming product was identified during functional testing on the hc. A simulated therapy was completed successfully. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met upon release during previous service events. No problems were able to be duplicated or verified during the sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned, and a device analysis is anticipated. Should additional relevant information become available, a supplemental report will be submitted.